Event description:
It was reported the ngage nitinol stone extractor's basket was unable to be open prior retrograde intrarenal surgery (rirs) in the left kidney. The device was tested prior to use and the issue was found. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
E1: customer phone= (B)(6) and postal code= (B)(6) e3: customer occupation = unknown g4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d3, h3. Investigation ¿ evaluation: it was reported the ngage nitinol stone extractor's basket was unable to be open prior retrograde intrarenal surgery (rirs) in the left kidney. The device was tested prior to use and the issue was found. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient's body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Were conducted during the investigation. One device was returned to cook for evaluation in an open package with label. The handle was able to move but was not able to actuate the basket. The handle assembly appears to have been disassembled then reassembled by customer. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A complaint history database search showed no other related complaints associated with the failure mode. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.